Event description:
This is a male that had a decompressive laminectomy done in 2005. An ultrasonic aspirator was used during the surgery. Initially he did well post-operatively and was discharged home 2 days later. Later he developed a cerebral spinal fluid leak and was taken back to surgery the following month for repair and placement of a drain. Thirteen days later, he had same day surgery for removal of the drain. Eight days later, he was admitted for secondary repair and closure of the tear. He was discharged home in stable condition on the same day.